Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the receiver had no audio output. The patient stated she felt weak and passed out from hypoglycemia due to a missed alert from the lack of audio output. She stated her glucose level went down to 60 mg/dl, even though her low threshold was set at 80 mg/dl. Her husband or daughter called 911. She was given glucose gel twice, but it did not seem to be working, so she was given a ¿glucose bag¿ (presumed to mean an IV of glucose) and admitted to the hospital. She does not know what further treatment was provided and she did not state how long she was hospitalized. At the time of the call she had improved, and her glucose level was normal. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.